Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the surgeon feels the system contributed to the event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported experiencing four split rhexes during laser assisted cataract surgery over the last few months. Additional information received; the surgeon confirmed that three of the "split rhexes" were capsular tears that went radially. The fourth tore around the capsular bag. The surgeon is unsure when the tears occurred. There are two related reports for this event, this file represents the three tears that went radial and another report will be submitted for the fourth tear that occurred.

Manufacturer narrative:
A clinical application specialist visited the site, and surgery support was provided. Two cases were completed without any complications. The clinical application specialist also reviewed the system settings and informed that settings were optimized. Due to the reported event, a company representative visited the site and evaluated the system. The system was tested and verified to meet specification upon arrival. No system issue was found that could contribute or be the cause of the reported event. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).